Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: one controller ac adapter and a segment of the driveline cable were returned for evaluation. No device malfunction was reported against the devices; therefore, the purpose of this investigation is solely to evaluate device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the devices from performing as intended. Failure analysis of the returned controller ac adapter revealed that the device passed functional testing; visual examination revealed an illegible release indicator on the output cable. The release indicator is located on the output connector to assist the patient during a connection or disconnection of a power source. Failure analysis of the returned driveline cable segment revealed that the device passed functional testing; visual inspection revealed yellowing of the outer sheath. The most likely root cause of the illegible indicator on the controller ac adapter¿s output cable can be attributed to patient use or due to wear. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Other devices involved in this event: brand name: heartware ventricular assist system ¿ controller ac adapter : controller ac adapter / (B)(4) / model #: 1430de / expiration date: unk, UDI #: unk, device available for evaluation: yes, return date: 11-12-2018, device evaluated by manufacturer: yes, dev rtn to MFR? Yes, device mfg date: unk, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A driveline cable and controller ac adapter were returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.